Event description:
Pt's family member reported that their pt was diagnosed with acanthamoeba keratitis in their left eye in 2003. Pt's family member also reported that their pt had a recurrence in the same eye in september of 2004 and stated that the "dr stated that it was recurrent from 2003." Attempts to obtain further info from pt's eye care professional have been unsuccessful. No further info available.